Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece didn't get hot. Handpiece failed specs due to cap sticking inwards position. Cap sticking due to white paste built up on outside of cap edges causing cap to stick inwards position. Turbine running noisy due to bearing wobble on turbine.

Event description:
It was reported that a midwest e pro 1:5 ca overheated; no injury resulted.